Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display of the insulin pump was blank. Customer inserted new batteries and the display of the insulin pump returned. Blood glucose level was 279 mg/dl at the time of the call. No further information was provided.